Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, prior to opening the avanti package and placing it on the sterile field, the staff noticed a dead insect inside of the sterile package. There were no reported patient injuries. The device was stored in labeled bins in the procedure room. The device was stored in the cath lab for fifteen days. The device was stored and handled per the instructions for use. The device was never opened.

Manufacturer narrative:
As reported, prior to opening the avanti package and placing it on the sterile field, the staff noticed a dead insect inside of the sterile package. There were no reported patient injuries. The device was stored in labeled bins in the procedure room. The device was stored in the lab for fifteen days. The device was stored and handled per the instructions for use. The device was never opened. No additional information is available at this time. One sealed tray package of a si avanti+ ped .035 f6 w/gw labeled as catalog 402606p; lot number 17770943 was received for analysis inside a plastic bag. Per visual analysis, a blackish foreign matter contamination was observed inside the sealed tray package of the unit. The foreign material was found attached to the cap of the unit. No other anomalies were noted to the received unit. Per pet conclusion, the sample was sent for an analytical test analysis to determine the composition of the foreign material found attached on the cap of the unit. Infrared spectroscopy was applied to determine the composition of the foreign material found attached on the cap of the csi device. Results showed that the foreign material is primarily composed of a silicon-based material, possibly with trace amounts of textile fibers. Also, the same silicon-based material coats the surface of the cap submitted for analysis. In addition, it was noted that medical fluid and mdx fluid shares a very similar composition to that exhibited by the samples analyzed and would be considered the most probable source of stains since it is also used for coating. Finally, the foreign material is not an insect or otherwise biological material and in turn has the chemical makeup of a silicon base coating or plastic polymer. A review of the manufacturing documentation associated with lot 17770943 was performed and it was found that the phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. The complaint reported by the customer as ¿packaging/pouch/box-foreign material - in sterile package¿ was confirmed due to the matter described as a foreign material found attached to the cap of the sealed unit. The exact cause of the foreign material found on the sheath introducer cap could not be conclusively determined during the analysis. According to the product instruction for use, users should not use the product if it is opened or damaged as was done in this case. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
After further review of the additional information received the following sections have been updated accordingly. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.